Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting noise and triggering lead integrity alerts (lia). The physician was concerned that the rv lead may possibly be failing. The rv lead was reprogrammed, detection turned off, and remains in use. No patient complications have been reported as a result of this event.